Manufacturer narrative:
Device received with a blank display. During visual inspection and found moisture damage on the electrical board 1 or electrical board 2, 40 pin flexible, battery connector, internal battery connector. Perform brush cleaning with the isopropyl alcohol the electronic assembly and unit still blank display. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. In conclusion, unit blank display due to moisture damage electronic assembly. Device had cracked battery tube threads, cracked case corner of belt clip rails, label damage. The device p-cap / test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was stopped working after exposed to water accidentally. Customer stated that the insulin pump was exposed to water. Insulin pump had crack on the back. No harm requiring medical intervention was reported. The device will not be returned for analysis.